Event description:
It was reported the colonovideoscope displayed a scope communication error. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error e237, image is not displayed. Based on the results of the investigation, it is likely the following led to the malfunctions: corrosion on the endoscope connector (scope error e237) and the scope connector (the image is not displayed).this may have occurred due to the device becoming submerged during handling, causing damage to the electronic components inside the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.